Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA by 05/05/2011.

Event description:
The customer reported that the machine blocked with following messages: unsuccessful fluoroscopy_problem with anode + faulty focus_used in wide.